Event description:
Customer was hospitalized for high blood glucose levels. Customer was receiving no delivery alarms on pump prior to hospitalization. Customer stated that alarms persisted after set change. Troubleshooting performed and pump appeared to be operating normally.